Event description:
Philips received a complaint by the customer on the v60 indicating that touchscreen was not functioning. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called in to report that their touchscreen was not functioning. A field service engineer (fse) went onsite and confirmed the reported issue. The fse performed a calibration to resolve the issue. The fse performed a calibration of the touchscreen to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.